Event description:
It was reported a catheter disconnection occurred at the pump connector. X-rays were taken. Actions required as a result of the event consisted of replacement and reprogramming. It was further reported the patient¿s mom had stated that on the event date the patient developed itching/pruritus, a mild fever, increased tone and an increased heart rate/tachycardia. The patient was brought to the ER (emergency room) early morning on (B)(6) 2015 and was given two 1 milligram doses of ativan intravenously (IV). They were then transferred to a children¿s medical center later that day. The patient was given IV ativan for the next two days. After two days, their spasticity was well controlled with oral clonidine and oral baclofen per the health care provider (hcp). It was reported the patient had been on the surgery schedule for expected eol (end of life) pump replacement on (B)(6) 2015. However, both the existing pump and catheter replacement was done on (B)(6) 2015. The catheter was found to be frankly disconnected from the pump which was visualized intra-operatively. The surgeon had no feedback as to what the cause of the disconnection may have been. No catheter segments were left in the patient per the operative report. After the pump replacement, the infusion rate was restarted at 100 mcg per day which was decreased from the previous 448 mcg per day. The patient was discharged to their home on (B)(6) 2015 and was scheduled for follow up on (B)(6) 2015. The patient¿s status at the time of this report was listed as ¿alive ¿no injury.¿ the device system was used to deliver gablofen.

Manufacturer narrative:
Analysis of the catheter revealed a possible poor connection of the sutureless connector to the pump which caused a leak or detachment. An indent was seen higher up on the retaining ring. The characteristics of the indent indicated the catheter was not properly aligned on the outlet port of the pump.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n178567004, implanted: (B)(6) 2008, explanted: (B)(6) 2015 product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.